Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. The failure root cause cannot be determined due to the device not being returned. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted. Manufacturing dates for possible lot numbers: 33275952 2018-10-08. 33262842 2018-10-12. 33239825 2018-05-07. 32256864 2018-11-15.

Manufacturer narrative:
(B)(4). Reference exemption number e2017029. Possible stock # / lot #: 52-810-13-04 x 1, lot # 33239825; 52-621-24-04 x 3, lot # 33275952 / 33262842; 52-521-54-04 x 1, lot # 32256864.

Event description:
It was reported the product was removed from due to patient condition.